Manufacturer narrative:
(B)(4). The customer provided additional information stating that the initially reported information that there was no patient involvement was incorrect. The reported issue actually did occur while on a patient but there was no patient injury or harm. Results of investigation: the device/component was returned to carefusions factory service department. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the display assembly is faulty.

Event description:
Additional information was received from the customer clarifying that there was indeed patient involvement but there was no patient harm or injury.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's display is not working. There was no patient involvement.